Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating a right ventricular (rv) lead integrity alert and oversensing due to non-physiologic signals/sic (sensing integrity counter). The rv lead integrity warning occurred on 2015-(B)(4) for 2 or more high rate non-sustained tachycardia and sensing integrity counter greater than 30 in 3 days. Beginning 2015-(B)(4) ventricle sensing integrity counts up to 1261; no electrogram data stored to verify lead noise oversensing. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant: 507645 lead implanted: 2007-(B)(6); 4196 lead implanted: 2010-(B)(6); 310c31 tissue valve implanted: 2007-(B)(6). (B)(4).

Event description:
It was reported that the patient went to the emergency room after receiving multiple inappropriate shocks. A lead integrity alert (lia) triggered due to non-sustained tachycardia (nst) and elevated sensing integrity counter (sics). T-wave oversensing (twos) was also observed. It was further reported that the patient had struck their head while in presyncope, and external defibrillation and cardiopulmonary resuscitation (CPR) were necessary. A charge circuit timeout had occurred with the device which may have necessitated the external rescue. The implantable cardioverter defibrillator (ICD)&#513;d reached end of service (eos), and was removed and replaced. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.